Event description:
Pt placed on pca pump. Complained of not getting relief. Pump indicated 4 hour lockout and pt only used 5cc's (of 25mg) but had tried 22 times to get med. Pump reprogrammed with 3 nurses in attendance at 4:30. Staff observed 1mg loading dose and 1mg pca infusing then left room. Spouse called to nursing station at 6:05pm stating pt wasn't breathing. Reversal with narcan. Software version in this rental pump 2.01. Pt apparently received 93mg of morphine sulfate between approximately 4:30 pm and 6:05 pm. Transferred to critical care for observation.